Manufacturer narrative:
On january 15, 2025, mentor received additional information regarding the diagnosis. It was reported that the patient also experience capsular contracture (baker grade unknown). The patient experienced firmness and discomfort. It was reported that patient also experienced droop of the breast having having a pregnancy a few years ago. On january 15, 2025, the mentor failure analysis lab has received the device for evaluation. On january 31, 2025, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned device revealed that the sm mpp gel 425cc breast implant had a tear within an area of shell abrasion on the anterior view, measuring approximately 6.0 cm. These findings are consistent with normal wear of the device. Shell abrasion suggests in-vivo folding or creasing of the device, which may be caused by continuous and sustained stresses to the device, such as an excessively small breast pocket or the folding or wrinkling of the shell within the breast pocket. In some cases, breast implants may also experience normal wear over time. Regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 19, 2024, mentor received additional information regarding the patient's device date of explantation. It was reported that the patient was to undergo device explantation on (B)(6) 2024. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Section d6b. Explantation date: on (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 30-year-old female patient underwent a primary breast augmentation with two 425cc mentor memorygel breast implants and experienced bilateral ruptures post-operatively, which was diagnosed with a CT scan and office visit. As a result, the patient underwent is to undergo bilateral device explantation on (B)(6) 2024. This report is for the right-side device.